Event description:
It was reported that during the implant of an implantable pulse generator (ipg) system, the physician tried multiple locations with the right ventricular (rv) lead as they were unable to get acceptable parameters. When trying to pull the lead back, it appeared stuck. They tried to retract the helix with difficulty and they noted that the helix also looked stretched however they were getting acceptable parameters and decided to leave the lead implanted. The patient complained of chest discomfort at that time. The right atrial (ra) lead was implanted after and then they connected the leads to the ipg and when closing the pocket the patient's oxygen level started to drop and it appeared the patient was not breathing much. The physician called a code blue and completed an echo and they suspected cardiac tamponade. They attempted cardiocentesis to get blood from around the heart but was unsuccessful and the patient deceased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.